Manufacturer narrative:
This customer reported a failure to discharge with the device. The involved pt died, but the customer reported that the device was not a factor in the pt outcome because a second defibrillator was immediately available, and there was no delay in treatment. A f/u report will be submitted after philips obtains more info about this event.

Event description:
This customer reported a failure to discharge with the device. The involved pt died, but the customer reported that the device was not a factor in the pt outcome because a second defibrillator was immediately available and there was no delay in treatment.